Event description:
Second revision surgery - due to laxity in the soft tissue causing dislocation and limited range of motion. Reference 1st revision (B)(6), date of surgery (B)(6) 2012.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 1.75 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 506-00-012) reworked due to scratches in the surface finish. A review of the product complaint report history showed this is the (B)(4) complaint from this lot. The root cause of the dislocation was reported as laxity in the soft tissue. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital took the implants.